Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the allergist suspected allergic reaction with the use of surgimend to treat an hiatal hernia.

Manufacturer narrative:
Additional information received: consequences for the patient : suspicion of allergy which was ruled out after skin allergy testing surgimend was implanted on (B)(6) 2021. On (B)(6) 2021, diagnosis of pericarditis by pleural effusion which raises the suspicion of an allergic reaction to the prosthesis age of patient : adult. Symptoms of patient : skin allergy reaction located on abdomen. Treatment : drainage and removal of surgimend. Test with another surgimend unit was done. Results did not indicate allergy with unit underlying medical conditions of patient regarding allergy : allergy of wasp venom and urticaria with brexin (nonsteroidal anti-inflammatory drugs). It is unknown how the patient is doing now.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.